Event description:
The account reported there were no alarms associated with the event. The mpu would lose power when the patient would move.. The event is considered resolved. The power cord was not coming loose from the mpu. It was assumed there was a shortage in the cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power when connected to a mpu was confirmed. The returned mobile power unit was functionally tested when connected to a test system controller and when the patient cable was manipulated the controller activated a no external power alarm. Further evaluation of the patient cable revealed several damaged inner wires near the strain relief at the connectors side. The wires represent the power lines. The root cause appeared to be related to wear and tear due to repetitive flexing during cable use. Per the customer request the mpu was scrapped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced power loss while connected to the mobile power unit (mpu) when the chord is moved. No further information was reported.